Manufacturer narrative:
H3: pss unknown tool with unknown lot number: no conclusion can be drawn. No evaluation was performed, as the device was device discarded by customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-as12, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Product analysis for mr8-as12 with serial (B)(6) : evaluation determined broken parts could not be removed. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during posterior decompression, the bur broke inside the attachment and could not be removed. It was reported that there was no patient impact. It was also reported that there was no procedure delay, no intervention performed and also the procedure was completed with backup products.